Manufacturer narrative:
Investigation: one photo and one opened tip cap tray with a single tip cap inside was received and visually evaluated. The tray was confirmed to be from batch #8149998 (p/m 305822). The tip cap was found to have discoloration and numerous embedded foreign matter particles, ranging from level 1 to larger than level 3 in size, which is rejectable per product specification. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8149998 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that foreign matter was found on the bd¿ syringe tip cap bulk sterile convenience pak before use. The following information was provided by the initial reporter: "there is foreign material(black) on the syringe tip cap."

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the bd¿ syringe tip cap bulk sterile convenience pak before use. The following information was provided by the initial reporter: "there is foreign material (black) on the syringe tip cap."